Event description:
On (B)(6) 2026, the patient underwent a hemodialysis catheter placement procedure using the equistream split tip. Following successful venous puncture, an equistream hemodialysis catheter was inserted. During the procedure, the physician noted that the blue lumen could neither withdraw blood nor allow saline injection, while the red lumen functioned normally and was completely unobstructed. Multiple repositioning attempts were made. However, the issue with the blue lumen persisted. The catheter was subsequently removed, and inspection revealed a kink at the distal tip of the affected lumen. No patient injury was reported.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the sample was not returned for evaluation, one photo was provided for review. The photo shows view of a catheter with other kit component. Both the surface of the extension leg was unclear due to poor quality of the photo. The investigation is inconclusive for the reported reported suction issue, difficult to flush and deformation due to compressive stress issues as the provided photo was not sufficient to confirm the reported issue. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a hemodialysis catheter placement procedure using the equistream split tip. Following successful venous puncture, an equistream hemodialysis catheter was inserted. During the procedure, the physician noted that the blue lumen could neither withdraw blood nor allow saline injection, while the red lumen functioned normally and was completely unobstructed. Multiple repositioning attempts were made. However, the issue with the blue lumen persisted. The catheter was subsequently removed, and inspection revealed a kink at the distal tip of the affected lumen. No patient injury was reported.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.